Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml duramorph (morphine) at 0.4996 mg/day. Non-reservoir drugs included 10-325mg percocet every 6 hours and 50 mcg duragesic patch every 72 hours. The reason for use was spinal pain. It was reported the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The arv was 20 while the erv was 2. The hcp reports that she was refilling the patients pump today ((B)(6) 2018) and noticed a volume discrepancy. The patient was last filled on (B)(6) 2018. There were no abnormities with the last refill and that the report from the programming session concludes there was not a programming error. This would be the first time there was a volume discrepancy with this patient's pump. Troubleshooting done prior to the call consisted of accessing the reservoir and checking the programming. Under infusion was reviewed, including to bring the patient back early to check the volume, to monitor the patient, and consider catheter diagnostics. Upon interrogating the pump, the logs read that the reservoir was empty on (B)(6) 2018. It was reviewed that based off flow rate calculations this would be correct if the pump was filled on (B)(6) 2018. Troubleshooting considerations included to consider doing a dye study and to consider imaging (i.e. MRI, CT scan, x-ray). The caller was redirected to follow up with the hcp for catheter diagnostics, and they plan to call the manufacturer¿s representative as well. At the time of the report, the ¿patient is doing fine.¿ there were no symptoms reported. There were no further complications reported/anticipated.